Event description:
It was reported that the superion indirect decompression spacer patient was experiencing a return of pain across their lower back that radiated down their bilateral hips, tenderness on their back, and leg weakness due to inadequate pain relief. The patients symptoms would change depending on their position. Imaging was taken but it was unknown if there were any findings related to this device. The patient underwent a bilateral hip injection. The event is ongoing.

Event description:
It was reported that the superion indirect decompression spacer patient was experiencing a return of pain across their lower back that radiated down their bilateral hips, tenderness on their back, and leg weakness due to inadequate pain relief. The patients symptoms would change depending on their position. Imaging was taken but it was unknown if there were any findings related to this device. The patient underwent a bilateral hip injection. The event is ongoing.